Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation of the device, the left ventricular lead was found to exhibit loss of capture. It was then confirmed via chest x-ray that the lead had dislodged. The lead was explanted and replaced and the patient was in good condition before, during, and after the procedure.